Event description:
The cassette from this ophthalmic microsurgical unit kicked out while in the irrigation/aspiration mode. As a result, the pt suffered a torn capsule and required a vitrectomy. The pt has recovered and is doing well.